Event description:
As the anesthesiologist was attempting to insert a spinal needle into the pt's back, they noticed when they withdrew the stylet that the end of the needle was broken off. The tip was removed by an orthopedist and scheduled surgery was performed with no further incident.